Manufacturer narrative:
Product #1 pi main (B)(4). An ipg inoperable/ineffective stimulation was reported to abbott. Based on information received, patient reported her current device, a proclaim (sn (B)(6)), has not provided stimulation since the spring, stating the programmer says it is off. Patient stated that it was initially reported to the act agent that the patient does in fact have stimulation and is receiving full relief at this time. Patient denies feeling any pain at location of pain for which the system was implanted for. Patient clarified that the programmer is not turning on, and thus unable to have access to adjustments and additional programs. Patient plans to seek assistance/troubleshooting by a local rep after the covid-19 pandemic is resolved. The results of the investigation are inconclusive as the product was not returned for analysis. The cause of the reported event remains unknown.

Event description:
The previous report was inadvertently sent. The ipg is still operable and providing effective therapy. The patient's issue concerns an external device; the patient programmer.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg stopped providing effective stimulation. It is unknown if the ipg has turned inoperable. No additional information is known at this time.